Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Reportedly, the customer believed that insulin may have accumulated with in their tissue and then was released all at once. Glucose tabs were consumed to address low bg. Recommendation was made to discuss diabetes management with a health care professional.